Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin irritation on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Reaction was described as red, itchy, bumpy, dry and scaly. Reaction was located on the patient's triceps area. Affected area was treated with a steroid cream that was prescribed on (B)(6) 2016 by the patient's doctor. No additional event or patient information is available. The sensor was inserted into the arm. The dexcom g5 mobile cgm system user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.